Event description:
It was reported the tip of the inner resection sheath fell off inside the patient. The patient had a diagnostic cystoscopy procedure on (B)(6) 2025. The patient reported after the procedure that he was unable to urinate. He went to his follow-up visit where he was able to "dribble" some urine. During the follow-up, the doctor noted the tip of the inner sheath was left inside the shaft of the patient. The doctor removed it. The patient recovered without issues. There was no further patient harm reported.

Event description:
This supplemental report is being submitted to provide additional information that was received from the customer. The patient was a male, therefore by "shaft" the customer clarified that they were referring to penis/urethra. No missing pieces were observed during the procedure. The sheath was inspected prior to use with no findings. The surgeon did not mention anything unusual such as resistance or unusual feedback during insertion or removal of the sheath during the cystoscopy. The tip from the obturator remained inside the patient for about 24 hours. The product was no longer in use at the facility and had been pulled from the shelf. The customer was in the process of getting new equipment and did not want to repair the device.